Event description:
A malfunction on the pump was reported by the customer, and no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, successfully assisting the customer in resolving the issue. The customer was able to continue using the pump and was advised to contact technical support again if the malfunction recurred.